Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one versaone optical trocar with fixation cannula. The visual inspection of the returned product noted: the duckbill seal, circular seal, obturator and cannula appeared intact. During the visual evaluation, some over molding was observed where the tip is molded to the tube of the obturators. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. However, a manufacturing fault was identified during product analysis. The root cause of the observed condition was determined to be a result of a manufacturing activity. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use in a transabdominal preperitoneal, when attempting to perform setting with the inner obturate or and outer sleeve, the inner obturator could not be put into the outer sleeve from the beginning. The device was inspected before and it was pointed out the inner obturator got bent a little. The procedure was completed with another device. The event occurred during the procedure, but the product was not used for patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.